Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. However, a full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution.

Event description:
Clinical trial. Same case as MFR report #: 6000093-2007-02128. It was reported that 791 days following a coronary artery drug eluting stenting treatment procedure, the pt expired. At the time of the index procedure, the pt was admitted for cardiac catheterization due to a positive stress test which demonstrated recurrent inferior ischemia. Target lesion one was identified as 90% post angioplasty restenosis of the om1 (1st obtuse marginal) measuring 2.75x32mm with mild tortuosity. Target lesion one was treated with predilation and placement of a 2.75x32mm taxus express2 drug eluting stent resulting in 0% residual stenosis. Target lesion two was a 90% stenosed de novo lesion of om1 measuring 3.0x28mm with mild tortuosity. Target lesion two was treated with predilation and placement of a 3.0x32mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The pt was discharged the next day on asa and plavix. During the two year follow-up, the coordinator found that the pt had expired 791 days following the index procedure via a social security death index search. Cause of death was reported as unk. No autopsy was performed. No additional information regarding the pt's death was provided.